Event description:
The customer reported that the unit was making noises and failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A philips rep spoke with the customer who reported that on (B)(6) 2011 the unit was "checked out" and that there was no trouble found. The unit was put back into service. Based on this info we can not determine the cause of this reported issue. As of (B)(6) 2011 there have been no further issues reported for this unit.